Event description:
The device was used during an open prostatectomy, the device showed instrument failure, error code 5. No further information is available. No pt consequence reported and procedure was finished with same like product.